Manufacturer narrative:
It was reported that the ijig instruments were covered with a transparent, oily layer when removed from the sterile packaging during surgery. Surgery was completed successfully. Investigation conducted using kits in finished goods inventory indicates that ijig instrumentation may contain small amounts of ethylene glycol residue. Conformis has initiated a voluntary recall.

Event description:
It was reported that the ijig instruments were covered with a transparent, oily layer when removed from the sterile packaging during surgery. Surgery was completed successfully.